Event description:
Customer reported while in use the IV tubing broke at the blue connector. There was no harm or patient impact. Although requested, no additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing broke at the blue connector was confirmed. It was noted that the silicone segment was almost completely torn apart from the upper fitment. Crush marks were noted on the upper fitment. The cause of the damage to the silicone tubing could not be identified. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.